Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019. Product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 22-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded morphine (unknown dose and concentration) via an implantable pump for spinal pain. It was reported on (B)(6) 2019 the intrathecal (it) rate was increased secondary to worsening pain. On (B)(6) 2019 the patient reported persistent worsening pain despite the it rate increase. It was noted that the patient was also relying on oral medication for pain control. Medication was administered. The plan was to schedule a catheter access port (cap) dye study. On (B)(6) 2019 during the cap dye study, the catheter could not be aspirated indicating surgical intervention was required. On (B)(6) 2019 the entire catheter was explanted/replaced. The device disposition was unknown. Surgical observation revealed a catheter kink at the connecting pin. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was worsening pain and the device diagnosis was catheter kink. The patient's baseline weight was not measured. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.